Event description:
It was reported that the programmer reboots automatically after powering on. The programmer was returned to the manufacturer for servicing. No patient involvement was reported.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed that the operating system is not working normally, as a result the service disk was run to address the issue. (B)(4).